Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used for a right upper lobectomy. It was inserted on the sixth intercostals space. When the doctor checked the chest cavity, the device was broken into pieces. The endoscope (10mm) made by olympus was used combined. The patient's chest wall seemed to be slightly thick. There were no adverse consequences to the pt.